Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was alerted for undefined high impedance in bipolar configuration on the right ventricular (rv) lead post lead revision. Low impedance in unipolar configuration and high thresholds were also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead impedance and r waves returned to within normal limits.